Manufacturer narrative:
Corrected: d1, d4 (serial & catalog). No product was returned. Hypertension: the cause of the injury was not determined due to insufficient clinical details. Asae/ major bleed: the cause of the major bleed was most likely use issue related due to act management since groin site oozing has stopped after heparin was held. Device in wrong position (positioning issue): no product was returned. Once aic changed, ps initially good but migrated to in aorta with dampened mc. The cause of the positioning issue was cannot be determined since insufficient clinical details were provided.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Placement signal (ps) initially good but migrated to in aorta with dampened motor current (mc) . Echo called to bedside stat and physician assisted in advancing impella back in position under echo guidance. Final measurement at 3.2 cm across valve once slack removed. Ps back to appropriate with pulsatile mc. Patient only on amio gtt, hypertensive. Awake and alert on nasal cannula. Plan to place arterial line. Received 16,000 heparin and groin is quite oozy. Pending coags but keeping heparin gtt on hold for now. Impella cp successfully weaned and explanted and patient is stable.